Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. MFR received date: 09/04/2015. Conclusion / root cause: the shorting of q15 and u8 prevented the power supply from charging the backup battery. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device produced a loud pop and smoke was seen coming out of the back. No patient involvement reported.

Event description:
The customer reported the device produced a loud pop and smoke was seen coming out of the back. No pt involvement reported.